Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a surgery undertaken on (B)(6) 2025 wherein the ipg was repositioned for an unknown reason therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient's ipg was replaced and repositioned for pain at the pocket site.